Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced the hypoglycemia. Customer¿s blood glucose level was 42 mg/dl at the time of incident and current blood glucose level was unknown. The customer was neither in emergency room, nor admitted into hospital as a result of low blood glucose. The customer did not experiences any symptoms related to the low blood glucose. The customer declined the troubleshoot for the low blood glucose. The customer treated for low blood glucose with the glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with all buttons responding properly. No damage or moisture damage on keypad assembly. No stuck button alarms noted. Device power up properly after battery installation. Device received with operating currents within spec. Device passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device received with the audio alert functioning properly. No audio alert anomaly noted. No hardware low level failures alarm noted during testing or listed in pump history. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.